Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was surgically abandoned due to high thresholds and pacing impedances greater than 2000 ohms. The patient's pacemaker was also explanted due to normal battery depletion during the same procedure. A new pacemaker and ra lead were also placed. No additional adverse patient effects were reported.